Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient had another pump implanted. At the time of the report the patient was receiving effective therapy.

Event description:
Additional information was received and it was reported that perioperative antibiotics had been administered. The date of onset/dia gnosis of the infection was approximately (B)(6) 2013. The patient did not have meningitis. The patient¿s signs/symptoms of infection were redness, swelling, drainage, and incisional wound opening. The primary location of the infection was the device pocket. A culture of device pocket was obtained and revealed (B)(6). The patient was treated with IV (intravenous antibiotics) and a total device system explant was performed. The infection resolved. The patient had pre-operative risk factors of debilitated status and cancer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were to be explanted on 2013 (B)(6) due to infection. The patient had a seroma ¿and fringe at the pump site¿ with location of device pocket and catheter track, as well as drainage at the pump site. The device system delivered morphine and bupivacaine.